Event description:
The customer reported that while the unit was in use on a pt, the unit generated a maintenance code 3 (balloon tranducer offset). The customer also reported that the unit failed the safety disk leak test intermittently. No pt injury was reported.